Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated the outcome to resolved without sequelae as of 2018-feb-08. No further complications are anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot#: va0x1qw, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot#: va0x1qw, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient's baseline weight was (B)(6) lbs. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3387s-40, lot# va0x1qw, implanted:(B)(6) 2015. Explanted: (B)(6) 2017, product type lead, product ID 3387s-40, lot# va0x1qw, implanted: (B)(6), 2015, explanted: (B)(6), 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's spouse could see the deep brain stimulation (dbs) wires poking out of the patient's head; the leads migrated/dislodged. The diagnostic methods included laboratory testing that resulted in abnormal red blood cells, hemoglobin, hematocrit, and mean platelet counts on (B)(6) 2017. Additional lab testing was performed the same day that resulted in antecub l; blood, no growth at 5 days. Imaging (x-ray, MRI, CT scan, etc) was then performed on (B)(6) 2017. That resulted in no changes in the bilateral dbs electrodes. The etiology was noted as related to the device/therapy and unlikely related to the implant procedure; the leads were noted. The actions/interventions taken to resolve the event included explanting and not replacing the entire system on (B)(6) 2017; the event resulted in an in-patient hospitalization. The event remains ongoing at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the clinical event committee indicated the event was related to the device or therapy, however it was unlikely related to the implant procedure. The clinical site updatedtheir etiology stated the event was possibly related to the implant procedure.